Event description:
It was reported the control knobs cannot change values. The device was returned for repair. No patient involvement or complications were reported.

Event description:
It was reported the control knobs cannot change values. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment that the control knobs could not change values. Analysis did find that the upper and lower cases, two side bail covers and the lead flex cover were broken and that the upper and lower cases, ring cover, two side bail covers, battery release and battery drawer were contaminated, the battery contacts were compressed and the ring bent.